Manufacturer narrative:
(B)(4). Conclusion: conclusion not yet available-evaluation in progress.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 46 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00102 and 2084725-2016-00103.

Manufacturer narrative:
Operator of device - health professional. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 07/27/2015 to 02/25/2016 and trending was not exceeded. The sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was yellow media remaining in the vial, confirming the suspect positive result. There were no punctures on the plastic vial or (B)(6) liner which could cause a false positive from external contamination. No manufacturing related anomalies observed. Retain testing was not performed as the product was past the expiration date of 01/31/2016. It is unlikely the suspected positive bi was caused by a manufacturing issue as the DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The issue will continue to be tracked and trended.